Event description:
It was reported that a pt had his pump replaced on (B)(6) 2011, due to a (B)(6) elective replacement indicator (eri). Prior to the pump replacement procedure, the pt's catheter could not be aspirated through the catheter access port (cap). A pre-operative x-ray confirmed the catheter was fractured, and was later seen in the operating room (or). The pt had no symptoms prior to going to the operating room. It had been noted that "everything was working well for him." The fracture was noted as being distal to the anchor on the catheter spinal segment. The entire catheter was explanted and replaced. The new catheter was placed one spinal intrathecal space below where the previous catheter was placed. It was noted that they "couldn't find" the intrathecal spinal segment. The physician assumed it was "secluded in the scf." The catheter was cut several times during the removal/explant procedure. The baclofen was changed from concentration of 2000 mcg/ml (daily dose of 175 mcg/day flex mode) to "currently" being a concentration of 5000 mcg/ml (daily dose of 60 mcg/day). It was later reported the pump's functionality was not in question, as the pt's spasticity was well controlled. The pt however experienced some nausea and vomiting in the hosp. The hosp/facility had disposed of the pump following the replacement procedure, and therefore was not returned to the MFR for analysis. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information: the drug in the pump prior to replacement was 2000 mcg/ml gablofen. The drug placed in the new pump at implant was 500 mcg/ml lioresal.

Event description:
It was stated that the catheter fracture had been unexpectedly found, at the spinal entry point, during pump replacement due to normal battery depletion. At that time the healthcare provider decided to change the drug to a concentration of 500 mcg/ml from a concentration of 2,000 mcg/ml. The patient was admitted to a rehab facility on (B)(6) 2011 and the drug dose was slowly titrated up during that time. The patient was discharged from the rehab facility on (B)(6) 2011 and was walking with a walker and navigating stairs. At refill on (B)(6) 2012 the patient's dose was at 64 mcg/ml.

Event description:
Additional information received reported that the pump explant was "prophylactic - end of life." The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).